Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device is being retained by the reporting facility. A lot history review (lhr) of rebv0525 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the physician had difficulty removing the PICC. The catheter broke with 3-5 cm still remaining in the patient. The physician suspected thrombus adhesion and urokinase was administered. The retained catheter was wrapped around the patient's arm. The next day, it was discovered that the catheter had slipped into the body. An x-ray showed that the catheter was in the pulmonary artery. The catheter was removed using a snare procedure.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter break is confirmed; however, the exact cause could not be determined from the returned photographs. An initial visual observation of the returned photographs showed two segments of a groshong nxt catheter with an angular break near the distal end. A stiffening stylet was observed to be inserted into the proximal catheter segment and could be seen to terminate near the break site. A white flushing hub was observed to be connected to the stiffening stylet and the stylet itself appeared to be bent about 2 inches distal to the flushing hub. Blood residue was observed on and within the catheter in the returned photographs. While the exact cause of the catheter break could not be determined from the returned photographs, possible causes of the break include tensile failure due to over-stretch of the catheter material, stylet damage, and sharp instrument damage. The reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of rebv0525 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the physician had difficulty removing the PICC. The catheter broke with 3-5 cm still remaining in the patient. The physician suspected thrombus adhesion and urokinase was administered. The retained catheter was wrapped around the patient's arm. The next day, it was discovered that the catheter had slipped into the body. An x-ray showed that the catheter was in the pulmonary artery. The catheter was removed using a snare procedure.